Event description:
A review of service data detached a reportable problem. During servicing, battery charger/modem sn (B)(4) was resetting intermittently. The last pt to use this battery charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery charger/modem was intermittently resetting. After reprogramming the programmable logic device (pld) and flash memory, the resets could not be reproduced. Te cause for the intermittent resets was likely corrupt pld or flash memory. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last pt to use this battery charger/modem did not report any deficiencies.